Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the image was not obtained because the wrong input was selected. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac discovered that the customer had a breakout part of the monitor-out cable connected to a converter that changed it to an hd15 signal. Tac advised that the converter was not a validated cabling scheme and asked the customer to remove it. The customer had an oev-262h and could only utilize the composite line and the y/c line from the monitor out cable. Once the composite or y/c input on the monitor was selected, image was obtained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.